Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
User medwatch (B)(4) received from FDA on 22-jan-2020: elderly male with end stage renal disease and on dialysis, while having a heart catheter: "mini stick max micropuncture wire sheared off into patient's right groin when accessing vein. Doctor was able to snare wire. Wire was retrieved successfully under fluoroscopy. No complications present for the patient." "Patient had thick skin. We tried get micro-puncture access which was successful. However, couldn't get the micropuncture sheath over the wire. We tried to abort the access by taking out wire and noticed micropuncture wire broke with embolized piece in the right femoral vein, held in place with manual pressure on the groin. We took access in the right internal jugular vein and tried to snare the wire, which was unsuccessful and later took access in the left cfv and successfully snared the wire out." Original intended procedure was heart cath. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed since no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The guidewire component is supplied to angiodynamics by the supplier (B)(4). (B)(4) was sent to the supplier, (B)(4) components for DHR review of supplier lots. As per attached (B)(4) results, supplier (B)(4), there was no observation made during records review that identify any contributing factors to the failure reported. All inspections results were recorded within specification limits. The product specifications were met with no non-conformities reported for manufacturing and inspection. A general training review was performed. It was verified that all personal was properly trained in all manufacturing process steps and in quality inspection as well. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: direction for use {dfu} {item number: 16600601-01} contains the following statements: warning: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your navilyst medical representative. Inspect prior to use to verify that no damage has occurred in shipping. For single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness or death. Operationa l instructions: 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint#: (B)(4).